Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) reports that over past year that they are not feeling stimulation as much as they have in the past. Pt hasn't been seen for their spinal cord stimulator (scs) system since 2016 because they hadn't needed to be seen. Caller indicated they will discuss this further with the pt. The rep reported the cause of not feeling stimulation was due to the battery being dead. The patient is moving forward with battery replacement since the battery is dead and has been over discharged three times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have a 10 yr or more device in their left side of their lower back. They have had numerous surgeries and injections along with all the medications they take. Their stimulator does not come on, it's fried, the charger the whole unit. Patient would like to replace the one or update it, they have talked with their healthcare provider (hcp) and said it is a definite option.